Event description:
Surgical revision due to loosening of the stem caused by failure to the bone cement mantle, which was manufactured by competitor.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The initial report states the failed bone cement was competitor manufactured product. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.